Event description:
The facility reported an infusion pump that "turns off by itself." The reported event occurred during biomed testing. Although attempts were made by baxter, details were not provided regarding additional contact info, pt demographics, medications involved, or device programming. The hosp rep stated they have no record of any pt incident since the last baxter service event.